Manufacturer narrative:
A replacement glidescope spectrum smart cable and glidescope video baton 2.0 large were provided to the customer and the spectrum smart cable and the video baton 2.0 large used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported intermittent image issue. When the spectrum smart cable was connected to a known, good, test monitor and known, good, test baton, the no image / intermittent image or poor image quality issue was produced. A camera image quality test was performed and failed. On visual inspection of the spectrum smart cable, corrosion damage was found on the hdmi connector. When evaluated, the glidescope video baton 2.0 large worked as expected with a known, good test monitor and a known, good test cable. The technical service representative attributed the no image / intermittent image or poor image quality issue to the damaged spectrum smart cable connector. Since there are no repairs for these devices and since the customer has already received a replacement glidescope spectrum smart cable and glidescope video baton 2.0 large, the returned devices were scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the glidescope spectrum smart cable and glidescope video baton 2.0 large.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable and a glidescope video baton 2.0 large, the image would intermittently cut in and out whenever the spectrum smart cable or the video baton 2.0 large were moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.